Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2020-feb-05 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. It was reported that the patient had surgery to relocate the pain pump in their body. No patient symptoms were reported and no further complications were reported or anticipated.